Event description:
It was reported that, "while performing primary knee replacement, the pt's mcl popped and the surgery was revised to a ts implant system."

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.